Event description:
During a dialysis treatment, there was weight gain due to failure of the uf (ultrafiltration) pump thermal fuse. The pt underwent a second treatment the same day. There was no pt injury.